Manufacturer narrative:
(B)(4). UDI#: not reported. Lot number: not reported.

Event description:
According to the reporter: during a duodenal switch procedure, the device was difficult to load. Once loaded, the needle fell out. The needle fell into the patient cavity but was retrieved using graspers. Then another needle got stuck in the device. A new device was opened to continue the case. There was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device noted that all three needles were detached from the sutures. Since the needles were not received, the file will be closed as cannot be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.